Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing and unnecessary shocks for atrial tachycardia. Therapy was exhausted, but there were no adverse patient effects reported. Programming options were discussed with technical services.

Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.